Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, a hospital staff accidentally bent the pusher wire of a ruby coil while removing it from the packaging hoop. The damage to the ruby coil was found prior to use. Therefore, the ruby coil was not used in the procedure. The procedure was completed using another ruby coil.